Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the patient had not used the scs system for about a year. The sjm rep met with the patient and determined one contact on the lead was invalid. Low back coverage was not provided, which was part of the patient's pain pattern. The patient was to meet with the physician, and it was reported surgical intervention may be undertaken at a later date.